Event description:
A us distributor contacted zoll to report that a patient reported that the right electrode was cutting her. Patient described it as a small cut. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. There is no indication that the patient received medical intervention. Reporting out of an abundance of caution.